Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which reported that according to the physician, the cause of the coronary occlusion was not completely clear. However, the likely cause was a thrombus caused during the pre-implant dilation. It was noted that the occlusion was first reported as the dcs was inserted, however according to the physician, the medtronic valve nor dcs contributed to the patient death. The documented cause of death was the left coronary occlusion.

Manufacturer narrative:
Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: intra procedural images were not provided for review of the event. Computed tomography (CT) images of the iliofemoral arteries were provided for anatomical review. Per the instructions for use (IFU), the minimum vessel size diameter is 6mm to accommodate the 18 french (fr) equivalent delivery catheter system (dcs). The minimum vessel diameter was appropriate for the 18fr dcs. Circumferential calcification was noted in the right and left common iliac arteries with evidence of a possible dissection in the right external iliac. Of note, images of the coronary occlusion event were not provided for review thus it is not possible to validate the cause of the occlusion and it is not clear the time it took to restore coronary perfusion. Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-34 (lot#: 0012151572), product type: compression loading system (cls).  Section d references the main component of the system. Other medical products in use, during the event include: brand name: evolut fx dcs, product ID: d-evolutfx-34 (lot#: 0012234113), product type: delivery catheter system (dcs).  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information. That prior, to the implant of this transcatheter bioprosthetic valve, a pre-dilation was performed using a 22 mm balloon. Immediately, following the pre-dilation, the patient became unstable. It was later observed, that the left coronary artery had been occluded. A cut down was performed to gain access. The valve was attempted to be implanted. However, the physician was not able to advance the delivery catheter system (dcs) through the femoral artery. It was noted, that the vessel had been large enough for the selected size dcs. However, the vessels were very stiff. The left coronary artery was re-cannulize and had blood flow. However, the myocardium had no movement. Cardiopulmonary resuscitation (CPR) was performed for approximately 30 minutes. However, was not successful. The patient died.